Manufacturer narrative:
The impella device was received from the customer on 26-feb-2024. Upon investigation closure, a supplemental MDR will be filed. Data review: aic logs confirmed the reported failure. There were 2 instances of battery failure alarm (transport connection blown/missing ¿ event set #360). See ic4709 aic logs from complaint date in attachments section. Batttest showed cell imbalance with battery 2 vcell 1 (value of 0mv) which caused the battery packs internal electronics to shut down. (See ic4709 battery analysis according to batttest in attachments). Device analysis: the reported failure mode was able to be reproduced on an engineering lab bench. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. Before sending this console back to the customer, fs was instructed to replace the battery kit [0042-3016], validate charging, and perform a full functional check on the console and the optical system [0042-7316].

Event description:
The user facility reported a 47-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the automated impella controller (aic) had a battery failure (red alarm) at startup. Troubleshooting was performed and the aic was rebooted unsuccessfully. A new aic was used.

Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) issue has been completed since the original report was filed. The console was returned and tested after arriving in fs. The reported failure mode was able to be reproduced on an engineering lab bench. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure.

Manufacturer narrative:
B2: date of death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07301 was provided.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.